Manufacturer narrative:
During service, thermal damage was noted on a rf control board capacitor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During service, thermal damage was noted on a rf control board capacitor. There was no patient involved.